Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, lines began to develop on the image, followed by a complete loss of image. The intended procedure was said to have been completed with a similar but different endoscope. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The evaluation found the image flickering, and a leak was observed between the scope connector and the scope connector cover unit due to a stretched o-ring. There was evidence of corrosion inside the electrical connector, and on the charge-couple-device-flexible-printed-circuit (ccd-fpc) board, which likely caused or contributed to the reported image difficulties. This report is being submitted as a medical device report in an abundance of caution.